Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the 26 mm commander delivery system balloon burst during deployment at full inflation. The balloon was unable to stay inflated for 5 seconds and "there was a waist on the non-coronary cusp (ncc) side". The operator elected not to post dilate due to the annular/ lvot calcification. The mean gradient was 6mmhg. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery'was provided'and the'following'was'observed: calcification was present'in'the'landing zone. Balloon burst during inflation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint for balloon burst was'confirmed'based on provided imagery. Available information suggests that patient factors (calcification)'likely contributed'to the event as the customer reported, 'balloon burst during deployment at full inflation. The perceived root cause of the balloon burst is annular/ lvot calcification' and 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported an extra 1cc of volume was added prior to inflation. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.